Event description:
It was reported that during a laparoscopic sigma procedure, there was an incomplete staple line. Another instrument was used to complete the procedure. No further information is available. There was no adverse patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.